Event description:
Edwards received information that a 27mm bioprosthetic mitral valve, implanted approximately nine (9) months and twenty-three (23) days, required a mitral valve repair procedure with two (2) amplatz closure devices due to perivalvular leak (pvl) causing mitral valve regurgitation. There was no pvl after the procedure and patient tolerated the procedure well with no complication. Patient was brought to the cardiovascular intensive care unit in stable condition.

Manufacturer narrative:
Method: device not returned. The device was not returned to edwards for analysis as it remained implanted during this event. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for pvl of this device remains indeterminable. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.